Manufacturer narrative:
Other text: (B)(6).

Event description:
Information was received indicating that a (B)(6) set, under infused the drug cefazolin. It was reported the patient flushes easily with brisk blood return. Per reporter volume was 300, stop volume 11.3, measured volume 27 and the calculated under infusion was 5.4 percent. No additional information is available at this time.